Event description:
It was reported that distributor in france notified manufacturer of pump issue with missing usage history and corrupted record observed on 01-01-2025 at 11:09 am, with no blood glucose values provided. There was no reported impact to the customer¿s blood glucose level. Customer arranged return of affected pump and received replacement pump, and device return to manufacturer was planned for further evaluation, with no additional information received regarding outcome of event.